Manufacturer narrative:
The complaint states spacer block has a cracked gap balancer. Per der, damage found while assembling trays. Sales rep believes it may have cracked from the wash or sterilization process as the facility does not use this instrument. The investigation confirmed the failure mode as reported. A complaint database search did not identify any anomalies. The device was transferred to bioengineering and a report was received stating it is likely that crack initiation is associated with the cleaning process. Propagation of the crack(s) may be induced through further cleaning cycles, use or damage. The complaint will be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Spacer block has a cracked gap balancer.